Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields e1: (initial reporter), h6 (medical device ¿ problem code).

Event description:
N/a.

Manufacturer narrative:
E1 initial reporter is (B)(6). Despite good faith efforts (gfes), no repair information has been provided. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) helium tank indicator being red on the screen. The rn called for assistance and stated that this is the 4th helium tank they have tried on the cardiosave. The rn was walked through installing the 4th tank, and he followed step-by-step instruction. The helium indicator showed a full tank but was displayed in red. Instruction was sent to the rn on the ¿how to change the helium tank¿ reference guide for him to verify the tanks had been changed properly. He stated every step was followed. It was recommended changing to a new pump. The second pump was placed to the balloon without issue. There was no patient harm reported.